Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. The patient was ordered to receive heparin (25000u/500ml) at a rate of 700u/hr and d5ns at a rate of 75ml/hr. At approximately 2000, line a of the device was programmed to deliver heparin (25000u/500ml) at a rate of 75ml/hr instead of the intended dose of 700/hr and the delivery was started. No further programming parameters were provided. After approximately 1 hour, the nurse noted the heparin was programmed at the incorrect rate. The heparin delivery was stopped, the physician was notified and a partial thromboplastin time (ptt) level was ordered. The heparin therapy was held until 2200. At 2200, the heparin therapy was restarted using the same device with a dose of 700u/hr. The customer contact reported that at an unspecified time there was blood noted in the patient's sputum; however, no medical interventions were required. At an unspecified time later, the device was isolated and removed from service.